Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis and right bundle branch block (rbbb). During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient was observed to have an intermittent third-degree complete heart block (chb) so a temporary pacemaker was required throughout the procedure. The valve was successfully able to be deployed at a depth approximately 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). There were no recaptures and paravalvular leak noted. At the end of procedure, the patient's atrioventricular conduction returned to normal. The temporary pacemaker remained for overnight monitoring. During that time, the intermittent chb returned and a permanent pacemaker was scheduled for implant the following day ((B)(6) 2025). The physician doesn't believe that the patient or user experienced adverse health consequences due to the performance of the product. However, it was indicated that the non-abbott pre-bav device was likely the cause for the event. The patient's status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of third-degree complete heart block (chb) was reported. Information from the field indicated that the patient had a prior medical history of aortic stenosis and right bundle branch block (rbbb). There was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.